Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 501 mg/dl. Customer used a manual dose injection (mdi) to address bg level and continued to use mdi as backup insulin therapy.